Event description:
The pt was bilaterally implanted with siltex low bleed gel devices on 8/10/1994, subsequently the pt experienced infection, delayed wound healing, breast pain, rheumatoid arthritis, chronic fatigue and abnormal bruising and bleeding. The prosthesis were removed in 1995.